Event description:
Revision of a mitch/accolade after 4 years. Patient had elevated iron levels in blood test and felt revision was warranted. Surgeon removed both the mitch cup and accolade stem. He removed the stem because he felt the stem trunion was too damaged and he couldn't put a new head on it.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding damage involving an accolade stem was reported. The event was not confirmed. The reported device was not returned for evaluation. A device history review could not be performed as the lot number of the reported device was not provided and the device was not returned for identification. A complaint history review could not be performed as the lot number of the reported device was not provided and the device was not returned for identification. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
Revision of a mitch/accolade after 4 years. Patient had elevated iron levels in blood test and felt revision was warranted. Surgeon removed both the mitch cup and accolade stem. He removed the stem because he felt the stem trunnion was too damaged and he couldn't put a new head on it.